Manufacturer narrative:
Date rec'd by MFR: 05aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported user interface issue. The board showed burn damage during verification. The issue was fixed by replacing user interface board and liquid crystal display (lcd). The touchscreen was functioning normally following repairs. Since the oxygen concentration was set to 60%, the reported alarm which sounded is considered to be "oxygen not available". Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jul2019.

Event description:
The customer reported the screen was only black; the touch panel seemed to have responded. There was no patient involvement.